Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated(B)(6) 2014: in this case the causal role of the suspect product synvisc cannot be excluded for the occurrence of the event of inflammatory reaction in joints, however, the lack of info regarding the concomitant medications used by the pt, the relevant medical history of the pt precludes the complete case assessment.

Event description:
Based on add'l info rec'd on (B)(4) 2014, the case was upgraded from non-serious to serious case (seriousness criterion of hospitalization added). This unsolicited device case was rec'd from (B)(6) on (B)(6) 2014 from a pharmacist. This case concerns a (B)(6) female pt who developed inflammatory reaction in knee after receiving synvisc injection. The pt's previous medication included synvisc. No medical history, concomitant medications or concurrent conditions was reported. On (B)(6) 2014, the pt rec'd treatment with intra-articular synvisc injection, once (dose not provided, batch/lot: r1308 and expiration date: 30-apr-2016) in an unspecified location for an unk indication. On (B)(6) 2014, the pt had severe inflammatory reaction in knee. It was reported that the pt was hospitalized for the event of inflammatory reaction in knee. Also reported, the pt wanted to get reimbursement for other two injections which she could not receive. In addition, it was reported that no exudate was collected after last synvisc treatment. Action taken: permanently discontinued. Corrective treatment: antiinflammatory/antirheumatic non-steroids (non-steroidal anti-inflammatory drug), analgesic and ice. Outcome: recovering/ resolving. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # r1308, with expiration date 2016-04 was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review and lot number frequency analysis for lot # r1308, no CAPA is required. Rptr causality: possible. Seriousness criterion: hospitalization. Add'l info was rec'd on (B)(6) 2014. Ptc investigation report was added. Add'l info was rec'd on (B)(4) 2014. Global ptc number was added. Text amended accordingly. Add'l info was rec'd on (B)(4) 2014. The pt's past medication was added. Corrective treatments were added. Rptr causality and seriousness criterion was added. The clinical course was updated and the text was amended accordingly.